Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose levels over 600mg/dl. Customer¿s current blood glucose level was 179 mg/ml. Customer had prescription from healthcare professional. Drive support cap was normal. Customer declined to check leak and air bubble. Customer allege for under delivering because customer had to keep giving herself boluses to bring her glucose down. The product will be returned for the analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.